Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure did not meet release criteria with the 24mm closure device, which resulted in an uncomplicated recapture. The device was exchanged for a 27mm watchman laa closure device. During advancement, at the point of snapping the was and the wds together, it was reported that the closure device was still in the sheath as the physician approached close to the edge of the laa. Forward movement of the device occurred, which caused a perforation to the laa. At this time, contrast was injected to reveal an effusion and cardiac tamponade. The device was removed and the patient was reversed. A pericardiocentesis was performed and 300 cc of fluid was drained. The case was aborted and no device was left behind. The patient is doing well and was discharged home.